Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a red call doctor icon was observed via remote monitoring of this pacemaker system. This pacemaker had recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Remote monitoring remained available. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was scheduled for (B)(6), however it was not confirmed whether the procedure was performed at this time. No adverse patient effects or interventions were reported at this time, and it was noted the patient was atrial dependent.